Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced battery error. During patient infusion of d5 with 20 kcl running at 100cc/hr, the nurse noticed that the battery was getting low, and plugged the pump in, it then immediately alarmed with "battery error" and could not get it stop alarming. The pump was tagged for biomed and he called a safety stop. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.